Manufacturer narrative:
Event date has been updated due to new additional information. Medtronic, inc. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported they were told to reach out to their rep if they had problems, which they did. It was reported that the stimulation was not helping the left side with pain. It was not working on the right side and did not seem to be in need of adjusting. Patient reported that after a rep adjusted their stimulation, they felt it on the left side but not as strong on the right side. Patient reported that it is working much better but does not stop the pain as much as they hoped it would. Additional information was received from a consumer. It was reported that since implant (B)(6)2017 it has not really helped and it never really had gotten the pain down much. Patient reported it relieved 2-3%. Patient reported that yesterday he was doing some routine things in the yard and turned it on and did some things and walked around for 30 minutes and the pain was worse so they turned it off and the pain was better. Patient stated this issue initially started a couple weeks ago, where having the device on causes him more pain than ifhe had it off. Patient reported no falls or traumas. Patient stated he met with his manufacturer's rep like 6 weeks ago and he set it and patient wasn't getting vibrations on the right side and he told the patient not to change anything so they have not touched it. Patient reported no stimulation on their right side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that pain relief was not received. The patient reported that he didn't know why, maybe it wasn't adjusted right. The patient reported that an adjustment was made at the doctor¿s office and the doctor told him that sometimes a small click sometime is all it took. The patient reported that it had been resolved to a certain point, just the pain in his back was still there and he still had to stop using 20-30 minutes and rest and he couldn't sit for long or lay down because the vibration gets too strong and he was not pleased with the relief he had received. No further complications were reported.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported there was a change in the patient's therapy in (B)(6) 2017. The patient had stated they messed something up and it was not working. They had turned stimulation off on (B)(6) 2017. They felt stimulation on the left side in the upper hip and leg but they could not feel stimulation on the right side in the upper back or leg. The change in therapy was not related to positional movement. The ins was synced with the patient's programmer, which indicated stimulation was off. They attempted to turn stimulation back on and to adjust settings but it was unsuccessful. The patient's settings were on group b at 0.0 volts. They increased stimulation to 3.4 volts, which resulted in the patient feeling stimulation on the left side but not on the right side. They were given assistance to navigate on the programmer but they were unable to navigate. It was suggested the patient seek assistance at their doctor's office or to find someone to assist them and to call back at that time to change settings. No further complications were reported.